Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for evaluation on april 1st, 2024. The user confirmed that the disposable set involved in this incident was discarded therefore could not be sent for review. Although the patient involved in this incident expired, this was due to the inability to repair the patient's damaged organs and the device did not cause or contribute to death. It was reported that rbc, plasma lyte, albumin and ffp were infused during this event. There is no indication of the use of contraindicated fluids. Certain infusates such as calcium and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature / overheating issue. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The user will lose the ability to infuse the patient during the event. A 102 alarm is generated to alert the user of the condition of the device. The operator manual states the following: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Make sure bag clamps are open and flow is unimpeded. Make sure that the filter is not clogged. Add more fluid if fluid out. Clamp off the bag spikes and patient line and remove disposable. Power off and restart system with a new disposable. Service machine if the problem persists." A message appears on the screen to discard the disposable and blood and to restart the system with a new disposable. Infusion of the patient can be continued by other means if the error persists. The step-by-step procedure in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont is investigating the returned device. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete.

Event description:
Biomed reported that during a procedure, ri-2, rapid infuser (sn: (B)(6) (bio: 74049), alarmed during a procedure. It alarmed "over temp". There may have been an error code, but we didn't get it. It had to be removed from the room and taken out of service. Although patient involved in the incident expired, the user facility confirmed that this was due to the inability to repair the patient's damaged organs and not the device.

Manufacturer narrative:
Upon receipt of the referenced rapid infuser ri-2 unit, the device was evaluated by a belmont service technician, and we were unable to confirm the customer complaint after extensive functional testing and stress testing at elevated temperature for 48 hours. However, we did notice the unit had been damaged before arrival. The housing was broken on the corner and a solder joint was cracked on the emi board. It was also identified that transistors q1 to q4 were shorted and damaged on the driver a, b boards. This issue did not contribute to the report of the over temp alarm. The unit exhibited no other faults/failures. The device history was reviewed, and no other issues were identified. Belmont service department resoldered the solder joint on the emi board and fixed the housing. Additionally, transistors q1 to q4 on the driver a, b boards were also replaced. To ensure that this unit performs according to our specifications, the device was operated at elevated temperature for 48 hours, and a full functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The 3-spike disposable set was not saved, therefore a thorough investigation of te disposable could not be performed. A sample from the same lot (20230804) was inspected and no anomalies were identified. All disposable sets are 100% leak tested and visually inspected. No device malfunction could be verified, and the root cause could not be determined.belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.